Event description:
A gore viabahn endoprosthesis was implanted for the treatment of sfa occlusive disease. Reportedly, within 2 weeks post implant, the device was explanted and the pt received a leg amputation. No further info is available at this time.

Manufacturer narrative:
A lot number was not reported for this event. Consequently, a review of the mfg paperwork could not be performed. The investigation is currently in process.